Manufacturer narrative:
Insertion post could not be removed. Implant could not be placed during this session. No new implant was placed. Case was received during sep. 2022 and re-evaluated on apr. 2023 during the product evaluation. Dentist should have consulted IFU to prevent this from happen.

Event description:
Insertion post could not be removed. Implant could not be placed during this session. No new implant was placed. Case was received during sep. 2022 and re-evaluated on apr. 2023 during the product evaluation.